Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 10f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 10f sheath hole prior to an interventional procedure. Reportedly, there was no blood flow from the marker lumen when the prostyle was inserted and positioned in the artery. The device was removed, flushed again and reinserted; however, there was still not blood flow from the marker lumen. The sutures of a new prostyle device were successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.